Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump received a no delivery alarm. When customer resumed pump a motor error alarm was received. Customer's blood glucose was 352 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and during rewind process, a no delivery alarm was received. Alarm history showed three motor error alarms and three no delivery alarms within the last month and no motor position encoder error alarm. Troubleshooting was also performed for no delivery alarm. Customer was advised that insulin pump would need to be replaced.